Manufacturer narrative:
MDR 3007966929-2020-00002 / device 1 of 1. (B)(6). Name of hospital: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. No samples were received. A photo was received and evaluated. Hair was observed in the photo. The defect was confirmed. A batch record review was performed. The batch record review identified a discrepancy which was investigated via a ncr: "hair inside product individual package¿. A root cause investigation was performed. On the basis of available information, the following potential causes for the issue ¿hair inside of primary pack¿ were determined: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. Cap does not provide full cover of hairs. No additional investigation or actions were taken. The trend will be monitored. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a "hair was found inside the sterile packaging". Photographs depicting the reported complaint issue were submitted by the complainant. The product was not used, no harm reported.